Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned with the tissue pad detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. It is unknown as to how the tissue pad got detached from the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the instrument had the teflon part broken, on the box. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.